Event description:
Additional information received identified the patient's stimulation was turned on (B)(6) 2016, there were no complications and the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00177. It was reported during the patient's permanent procedure, the physician experienced difficulty placing the model 3228 scs lead due to the patient's anatomy (bone spurs). Subsequently, the physician decided to implant a model 3219 scs lead but after placing the lead decided to use the model 3228 scs lead instead. The patient is now implanted with the model 3228 scs lead. The case was extended by 2 hours.